Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction was displayed from the mx40 1.4 ghz smart hopping. While powering on the device, there were no audible tones. The device was use at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. The speaker was confirmed to be functioning per specification during testing, but it was indicated in the case notes that there was no audible sound from the speaker at the time of the event, the speaker has been replaced per current process. The device was operational and returned to customer. UDI/gtin data correction to device identifier: (B)(4).